Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported ultrasound tip was found bent during assembling, and aspiration failure occurred during ultrasound although priming could be passed. The ultrasound tip was retightened, but the test could not be performed. The surgery was completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
One opened phacoemulsification (phaco) tip with a wrench, in a bag, in a tray with other items was received. Sample was visually inspected and found to be nonconforming. Phacoemulsification (phaco) tip was observed to be bent at the cone to cannula transition area with gouges in metal on the cone area. Wear observed on threads and back of flange, consistent with threading on handpiece. Functional occlusion flow test was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause of bent phacoemulsification (phaco) tip could not be determined from the investigation performed. The returned sample is visually non-conforming with the phacoemulsification (phaco) tip bent; therefore, a bent phacoemulsification (phaco) tip was confirmed; however, how and when the phacoemulsification (phaco) tip became bent could not be determined. Most likely root cause is handling during placement of the phacoemulsification (phaco) tip onto the handpiece. The returned sample was found to be conforming for functional testing associated with the reported event; therefore, aspiration failure occurred as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The phacoemulsification (phaco) tip was met specification functionally and the exact root cause for the bent phacoemulsification (phaco) tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phacoemulsification (phaco) tip are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).